Event description:
This spontaneous case was reported by a physician and describes the occurrence of device breakage ("the hsg read positive displacement fracture of the proximal tip of the outer coil on the right side") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant). At the time of the report, the device breakage outcome was unknown. The reporter provided no causality assessment for device breakage with essure. Diagnostic results: in (B)(6) 2017, hysterosalpingogram revealed displacement fracture of the proximal tip of the outer coil on the right side. Assessment of right insert occlusion/left insert occlusion- both occluded. Most recent follow-up information incorporated above includes: on (B)(6) 2018: case correction: malfunction was selected in the product device tab. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.